Manufacturer narrative:
The account was in-serviced by tech support on how to correctly set the pt position module. No repair needed, user error.

Event description:
The account alleged the pt position module will not set. No pt impact.